Event description:
Received report of disconnection of the smartsite valve from the extension line of the 20038e tri-connector. The 20038e was connected to a peripheral catheter. The nurse noted the smartsite valve had come off of the extension line and was on the patient's bed. No injury was reported. We have yet to determine whether customer has set for investigation, but is unlikely.

Manufacturer narrative:
Will file a follow report if customer can send back the tubing for investigation.